Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported that the insulin pump alarmed no delivery. The blood glucose readings were 400 mg/dl. The customer changed the infusion set and the blood glucose readings began to go down. The no delivery alarm was resolved with a complete set change. Troubleshooting for the incident was declined.